Event description:
It was reported that an occlusion alarm occurred. Blood glucose was not impacted. A supply change was performed resolving the occlusion.

Manufacturer narrative:
Device not returned.